Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with an ep ¿ shuttle rf generator system ¿ 100w. When pressing on the foot pedal, the ablation can not stop. They had to use the stop button on the ep-shuttle rf generator system ¿ 100w to stop the ablation. They replaced the foot pedal. The system is now working properly. The procedure was completed with no patient consequence. The defective part was replaced. Issue was resolved. Old device was not shipped for analysis. Complaint was unable to be confirmed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with an ep - shuttle rf generator system - 100w. When pressing on the foot pedal, the ablation can not stop. They had to use the stop button on the ep-shuttle rf generator system - 100w to stop the ablation. They replaced the foot pedal. The system is now working properly. The procedure was completed with no patient consequence. This issue has been assessed as MDR reportable as it was reported that the foot pedal could stop the ablation. Therefore, there is a potential risk to the patient for perforation or heart block.